Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated that coaguchek xs meter serial number (B)(4) would not power on even after changing the batteries. The reporter stated he inserted three different sets of alkaline batteries into the meter , but it would not power on. There were no signs of moisture or debris in the battery compartment and the batteries were inserted properly. The reporter held down the power button of the meter and the display did not come on. The reporter then removed the batteries and cleaned the contacts of the meter with a pencil eraser. The batteries were then re-inserted properly. The power button was held down and the meter powered on, but the display was incomplete. The reporter stated there were 7 vertical lines going up and down the result field of the display. The meter then beeped three times and turned off. The reporter performed a display check and the display came on, but segments were missing in the results field of the display. The reporter stated he saw 7 vertical lines on the results field of the display and not "888". The missing segments could potentially lead to a result misinterpretation. No actual result misinterpretation occurred.